Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") and uterine haemorrhage ("uterine bleeding") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular menstrual cycles"), abdominal pain lower ("cramping"), abdominal distension ("bloating"), hormone level abnormal ("hormonal fluctuations") and dyspareunia ("painful intercourse"). The patient was treated with surgery (underwent surgery to remove the essure device on (B)(6) 2007) and surgery (underwent hysterectomy on or around (B)(6) 2011). Essure (ess205) was removed. At the time of the report, the abdominal pain, uterine haemorrhage, menstruation irregular, abdominal pain lower, abdominal distension, hormone level abnormal and dyspareunia outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, dyspareunia, hormone level abnormal, menstruation irregular and uterine haemorrhage to be related to essure (ess205). No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain/ severe pain in abdomen"), uterine haemorrhage ("uterine bleeding") and genital haemorrhage ("heavy bleeding / blood clots") in an adult female patient who had essure (ess205) (batch no. 12237721 inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysfunctional uterine bleeding, abdominal adhesions, kidney stones, hot flashes, egg allergy (vomiting/diarrhea:), milk allergy (itching), menopause flushing and multigravida. On (B)(6) 2003, the patient had essure (ess205) inserted. In 2006, the patient experienced arthralgia ("joint pain / knees and ankle would swee up;would make it hard to walk at times"). In (B)(6) 2006, the patient experienced back pain ("chronic back pain"), cystitis ("chronic bladder infections") and loss of libido ("loss of intimacy"). In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular menstrual cycles"), abdominal pain lower ("cramping"), abdominal distension ("bloating"), hormone level abnormal ("hormonal fluctuations"), dyspareunia ("painful intercourse") and uterine leiomyoma ("fibroids"). The patient was treated with surgery (hysterectomy), surgery (vaginal hysterectomy, bilateral salpingooophorectomy/surgery to remove the essure device on (B)(6) 2007) and surgery (underwent hysterectomy on or around (B)(6) 2011). Essure (ess205) was removed on (B)(6) 2007. At the time of the report, the pelvic pain, abdominal pain, uterine haemorrhage, menstruation irregular, abdominal pain lower, abdominal distension, hormone level abnormal, dyspareunia, uterine leiomyoma, arthralgia and loss of libido outcome was unknown and the genital haemorrhage, back pain and cystitis was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, arthralgia, back pain, cystitis, dyspareunia, genital haemorrhage, hormone level abnormal, loss of libido, menstruation irregular, pelvic pain, uterine haemorrhage and uterine leiomyoma to be related to essure (ess205). Diagnostic results: (B)(6) 2004, hysterosalpingogram test was performed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-sep-2018: pfs received. Added event pelvic pain. Reporter information were added. Date of removal of suspect drug updated. Updated onset date. Outcome of event (chronic back pain, heavy bleeding, and the chronic bladder infections) updated. Incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain"), abdominal pain ("abdominal pain/ severe pain in abdomen"), uterine haemorrhage ("uterine bleeding") and genital haemorrhage ("heavy bleeding / blood clots") in an adult female patient who had essure (ess205) (batch no. 12237721 inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysfunctional uterine bleeding, abdominal adhesions, kidney stones, hot flashes, egg allergy (vomiting/diarrhea:), milk allergy (itching), menopause flushing and multigravida. Concomitant products included carisoprodol (soma), hydrocodone bitartrate;paracetamol (vicodin), ibuprofen and tramadol. On (B)(6) 2003, the patient had essure (ess205) inserted. In 2006, the patient experienced arthralgia ("joint pain / knees and ankle would swee up;would make it hard to walk at times"). In (B)(6) 2006, the patient experienced back pain ("chronic back pain"), cystitis ("chronic bladder infections") and loss of libido ("loss of intimacy"). In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular menstrual cycles"), abdominal pain lower ("cramping"), abdominal distension ("bloating") and dyspareunia ("painful intercourse") and was found to have hormone level abnormal ("hormonal fluctuations") and uterine leiomyoma ("fibroids"). The patient was treated with surgery (hysterectomy, underwent hysterectomy on or around (B)(6) 2011 and vaginal hysterectomy, bilateral salpingooophorectomy/surgery to remove the essure device on (B)(6) 2007). Essure (ess205) was removed on (B)(6) 2007. At the time of the report, the pelvic pain, abdominal pain, genital haemorrhage, back pain and uterine leiomyoma had resolved, the uterine haemorrhage, menstruation irregular, abdominal pain lower, abdominal distension, hormone level abnormal, dyspareunia, arthralgia and loss of libido outcome was unknown and the cystitis was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, arthralgia, back pain, cystitis, dyspareunia, genital haemorrhage, hormone level abnormal, loss of libido, menstruation irregular, pelvic pain, uterine haemorrhage and uterine leiomyoma to be related to essure (ess205). The reporter commented: plaintiff states she took 6 weeks off from (B)(6) 2007 to (B)(6) 2007 to undergo a hysterectomy procedure diagnostic results: (B)(6) 2004, hysterosalpingogram test was performed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-jan-2019: pfs received. Reporter's information was added. Event outcomes were updated. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain/ severe pain in abdomen"), uterine haemorrhage ("uterine bleeding") and genital haemorrhage ("heavy bleeding / blood clots") in an adult female patient who had essure (ess205) (batch no. 12237721) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysfunctional uterine bleeding, abdominal adhesions, kidney stones, hot flashes, egg allergy (vomiting/diarrhea:), milk allergy (itching), menopause flushing and multigravida. On (B)(6) 2003, the patient had essure (ess205) inserted. In 2004, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and back pain ("chronic back pain"). In 2006, the patient experienced arthralgia ("joint pain"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstruation irregular ("irregular menstrual cycles"), abdominal pain lower ("cramping"), abdominal distension ("bloating"), hormone level abnormal ("hormonal fluctuations"), dyspareunia ("painful intercourse"), cystitis ("chronic bladder infections"), uterine leiomyoma ("fibroids") and loss of libido ("loss of intimacy"). The patient was treated with surgery (vaginal hysterectomy, bilateral salpingooophorectomy/surgery to remove the essure device on (B)(6) 2007) and surgery (underwent hysterectomy on or around 11-nov-2011). Essure (ess205) was removed on (B)(6) 2007. At the time of the report, the abdominal pain, uterine haemorrhage, genital haemorrhage, menstruation irregular, abdominal pain lower, abdominal distension, hormone level abnormal, dyspareunia, back pain, cystitis, uterine leiomyoma, arthralgia and loss of libido outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, arthralgia, back pain, cystitis, dyspareunia, genital haemorrhage, hormone level abnormal, loss of libido, menstruation irregular, uterine haemorrhage and uterine leiomyoma to be related to essure (ess205). Diagnostic results: (B)(6) 2004, hysterosalpingogram test was performed. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records received. New reporter was added. Essure lot number and insertion date was added. New event chronic back pain, chronic bladder infections, heavy bleeding, fibroids, loss of intimacy and joint pain were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain/ severe pain in abdomen"), uterine haemorrhage ("uterine bleeding") and genital haemorrhage ("heavy bleeding / blood clots") in an adult female patient who had essure (ess205) (batch no. 12237721 inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysfunctional uterine bleeding, abdominal adhesions, kidney stones, hot flashes, egg allergy (vomiting/diarrhea:), milk allergy (itching), menopause flushing and multigravida. On (B)(6) 2003, the patient had essure (ess205) inserted. In 2004, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and back pain ("chronic back pain"). In 2006, the patient experienced arthralgia ("joint pain"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstruation irregular ("irregular menstrual cycles"), abdominal pain lower ("cramping"), abdominal distension ("bloating"), hormone level abnormal ("hormonal fluctuations"), dyspareunia ("painful intercourse"), cystitis ("chronic bladder infections"), uterine leiomyoma ("fibroids") and loss of libido ("loss of intimacy"). The patient was treated with surgery (vaginal hysterectomy, bilateral salpingooophorectomy/surgery to remove the essure device on (B)(6) 2007) and surgery (underwent hysterectomy on or around (B)(6) 2011). Essure (ess205) was removed on (B)(6) 2007. At the time of the report, the abdominal pain, uterine haemorrhage, genital haemorrhage, menstruation irregular, abdominal pain lower, abdominal distension, hormone level abnormal, dyspareunia, back pain, cystitis, uterine leiomyoma, arthralgia and loss of libido outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, arthralgia, back pain, cystitis, dyspareunia, genital haemorrhage, hormone level abnormal, loss of libido, menstruation irregular, uterine haemorrhage and uterine leiomyoma to be related to essure (ess205). Diagnostic results: (B)(6) 2004, hysterosalpingogram test was performed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-aug-2018: quality-safety evaluation of ptc (product technical compliant ) incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.